Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus and underwent a visual inspection and functional tests to assess the device status. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer¿s report of fractured forceps elevator wire: likely due to irregular stress being applied during handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) for stone extraction due to choledocholithiasis the forceps elevator wire of the duodenovideoscope was damaged during the 3rd attempt to remove the stone. Due to the patient being under general anesthesia and the amount of time it would have required for disinfection of backup device, suspension of the operation was recommended. After fluoroscopy again to observe there was no obvious stone shadow in the common bile duct, the common bile duct and pancreatic duct guidewire was removed, the scope was retreated, and the incision was inspected. There was no blood seepage, bile outflow was smooth, and the operation was completed. Postoperative vital signs were stable and the patient had no rebound tenderness and negative murphy¿s sign. Abdominal pain, elevated blood amylase, and liver function abnormalities were noted. The patient was hospitalized and the existence of ercp postoperative pancreatitis was considered. No additional information was available regarding treatment or intervention, and the patient was discharged on an unspecified date.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.